Event description:
A malfunction was reported on the pump, identified by malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from customer technical support to reset the pump, which successfully resolved the issue. The customer was instructed to continue using the pump and to call back if any malfunction code recurs.